Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during after an ent procedure, the procise xp coblator ii wand did not perform as expected due that patient experienced bleeding at some point during the first 24 hours. The patient had to return to the ER for treatment and was given medication to control the bleeding. No further complications were reported.

Manufacturer narrative:
H11: h2: corrected information in h6. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.